Event description:
The patient reported not feeling stimulation while therapy was on. The patient reported felt stimulation in the correct location. Amplitude was increased but it was too strong and she had to turn decrease stim back down. Patient has not seen health care provider (hcp) in a while. The patient reported that that onset of symptom was sudden. The patient reported experienced, return of symptom, lot of leaking a while been ignoring no accidents and loss of stim sensation. The indications for use were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.